Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an infusion of propofol and fentanyl with a spectrum pump, the patient began to wake up during a computed tomography (CT). It was stated the patient's arms began moving. It was further reported the fentanyl pump was on but just had a grey screen and the medication was not infusing. The spectrum pump was changed. No additional information is available.